Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: tsmg-35-260-les g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: " a (B)(6) male patient underwent an abdominal luminal graft procedure in which the lunderquist extra-stiff straight exchange support wire guide, (B)(4), was used. The lunderquist wire and pigtail catheter became entangled in the graft. The end of the wire sheered and got entangled in the graft. The physician did not pull on it as it would have pulled the graft down as well. The physician called for surgery for removal, which everything was able to be removed. No harm to the patient. As per normal post-op care the patient is in the ICU. " patient outcome: patient had to be taken to surgery for device removal. The complainant reported adverse effect on the patient due to the occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the wire guide was returned; the safety wire had fractured approx. 4cm from the distal end and the coiled tip portion unraveled. The fractured 4cm safety wire and the unraveled coil stuck inside a pigtail catheter. The pigtail was cut open to remove the safety wire and the coil and a microscopic investigation of the fracture found it a consequence of kinking/manipulation more than of pulling. The investigation did not reveal any sign of rotation or stress, nor did it reveal any material defect. Therefore, unless this straight wire guide was curved and thereby slightly damaged prior to use, the exact reason for the fracture and unravelling cannot be determined, but based on information provided it is suggested that the wire guide somehow stuck in the abdominal luminal graft and that strong manipulation/pulling during attempts to free it, bent/kinked it in various directions and resulted in the fracture. No evidence to suggest that this wire guide was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "an (B)(6) year old male patient underwent an abdominal luminal graft procedure in which the lunderquist extra-stiff straight exchange support wire guide, g31453, was used. The lunderquist wire and pigtail catheter became entangled in the graft. The end of the wire sheered and got entangled in the graft. The physician did not pull on it as it would have pulled the graft down as well. The physician called for surgery for removal, which everything was able to be removed. No harm to the patient. As per normal post-op care the patient is in the ICU. " patient outcome: patient had to be taken to surgery for device removal. The complainant reported adverse effect on the patient due to the occurrence.